Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use and evidence of blood were observed. There were no observable defects. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm tightened and remained secure when the tightening knob was turned clockwise. Based the returned condition of the device and results of the investigation the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer knob to tighten down the foot/arm continued to spin as it was turned clockwise to tighten it. It took about 20 turns for it to work properly. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer knob to tighten down the foot/arm continued to spin as it was turned clockwise to tighten it. It took about 20 turns for it to work properly. The hospital did not report any patient effects. The product is returning.